Event description:
It was reported that the patient last ins (stimulator) lasted 1yr 10 months. They got no response from the ins and found that the lead had migrated far from where they wanted it. She never felt stimulation with the first ins.patient services asked when they noticed this. She stated in (B)(6) (this year) she saw 2 battery icons coming up on her programmer. The patient went and saw healthcare provider, and after about 45 minutes of trying she was able to get a reading off the ins. She saw healthcare provider before january and she stated back then she thought the patient had about 6 months left on the ins but never told the patient . Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va06evz, implanted: (B)(6) 2013, product type lead. (B)(4).